Event description:
It was reported by the customer's mother that the insulin pump's keypad was unresponsive to user inputs. Customer's mother stated that the device had been dropped into a jacuzzi. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 349 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents that were within specification. No unexpected battery out limit alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.